Manufacturer narrative:
This product investigation is still in progress. This report will be updated when product investigation is complete.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) was suspected to deliver inappropriate therapy due to atrial fibrillation (af) with rapid ventricular response (rvr). The device delivered six bursts of anti-tachycardia pacing (atp) and six electric shocks. Therapy was exhausted. No additional adverse patient effects were reported. This device remains in service.